Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). During an intervention, the apical portion of the screwdriver broke off with a fragment into the screw. For this reason was not possible the complete screwing and the screw removal. The intervention was completed leaving the screw in situ. No patient aes have been reported.

Manufacturer narrative:
Product complaint # (B)(4). Device was not returned for evaluation. A review of the device history record could not be performed as the lot number was not provided. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated

Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver tip was not returned for analysis. Device was then sent for fracture analysis. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This suggests that the driver underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the poly driver¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.